Event description:
It was reported that a skin irritation causing excessive itching, redness, oozing, and tight, painful skin occurred while wearing the pod on the hip/buttocks for between 24 to 48 hours. The patient's blood glucose values were not provided. Symptoms began shortly after initiation of use and have persisted since the patient started using the pods. The affected area led to early detachment due to skin oozing. The patient contacted (B)(6) on (B)(6) 2026 and spoke with a nurse, although the name was not recalled. The patient also consulted a dermatologist and was prescribed desloratadine 5 mg (oral tablets). In addition, topical treatments were obtained from a pharmacy, including exhibit no. 4 (used initially), followed by dr. (B)(6) ice plant intensive cream and pelgel shower gel. A new pod was successfully applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria.